Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the endoscope, adjust the base of the endoscope and cancel the guided tool change (gtc) feature, which resolved the issue. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a 30-degree endoscope was moving backwards. The procedure was completing as planned with no reported injury. Isi contacted the customer and obtained the following information: this case was resolved and was fixed without changing any endoscopes or instruments. The procedure continued without any harm to the patient.